Manufacturer narrative:
The received device had the cannula assembly not deployed. The downloaded data showed that the device ran 28 first prime pulses and was deactivated at 38 pulses. The firing flat had not reached the firing position at the end of second prime. The data reported a pulse width time out, but no issues were found with the drive mechanism. The exact root cause could not be determined.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the reported needle mechanism failure. Lot release records were reviewed, and the product lot met all acceptance criteria.

Event description:
It was reported that the patient found cannula had not deployed as intended. The cannula was not visible, and the pink slide did not move forward, indicating a needle mechanism failure.